Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B) (6) 2010, was implanted with gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. A trunk-ipsilateral leg component was deployed but there was not enough neck length for proper seal. The physician decided to convert the pt to open repair. A dacron surgical graft was implanted. The pt tolerated the procedure.